Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2024 around 7:20 am while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started at 00:04:08 on (B)(6) 2024. A diagnostic recording was detected at at 12:34:06. ECG shows sinus bradycardia at 70 bpm with bbb. Bradycardia status was detected at 06:23:23. Two asystole events were detected at 06:38:03 and 06:40:22. ECG shows an idioventricular rhythm at 20 bpm degrading to vf with low/varying amplitudes. Bradycardia status was detected at 06:41:43. The patient is last seen in vf with low/varying amplitudes obscured by CPR/motion artifact at 06:42:29. No discernable rhythm can be seen after this due to CPR/motion artifact and electrode lead falloff off until the electrode belt disconnected at 07:18:12 on (B)(6)2024. The device properly detected asystole, which is a non-shockable rhythm. Low/varying amplitudes prevented the lifevest from detecting and treating the patient.